Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they began to experienced high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was of 403 mg/dl at the time of incident. Customer reported that they had an appointment later today with their health care professional regarding the high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. Customer did not used auto mode system at the time of high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. Customer had been used insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform an high pressure test. Customer was not insisted on insulin pump replacement. The customer was treated for the high blood glucose only with insulin pump. Customer declined to troubleshooting for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was not returned for analysis.